Event description:
No additional event infromation is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: (lot#). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after during an initial shoulder arthroplasty, the mini baseplate was impacted, the impactor plate on the impactor broke off. The impactor plate was not fully seated on the impactor handle prior to use which caused the plate to break off the handle. No patient consequence or impact to the surgery was reported. No additional information is available.